Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6)2017. Exact cgm and bg values were not provided, however it was reported that the cgm value was below 40 and the bg value was above 100. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.